Event description:
(1/2, reference (B)(4) for related complaints) (documenting first heploc cap) per medwatch mw5108906: per email from practice liaison: "per rn: dr brought to my attention that there is a problem with the heploc caps. They unscrew off the PICC line". No further information available. Reported to rn by pt/caregiver.